Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation in unipolar configuration on the right atrial (ra) lead. High thresholds were noted in unipolar and no capture was noted in bipolar configuration. The lead was capped and replaced. No further patient complications have been reported as a result of this event.